Event description:
Covidien received information that, during patient use, the ventilator stopped cycling. No harm to the patient reported.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the breath delivery (bd) printed circuit board (pcb), which resolved the reported issue.(B)(4)